Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: dislocated bipolar hip. When attempting to relocate hip. Bipolar head dissociated from femoral head.